Manufacturer narrative:
Device had cracked battery tube threads (not broken), cracked reservoir tube window and cracked display window. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Device was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 564mg/dl. The customer offered assistance for low blood glucose, customer said no she drank some skim milk. Customer reported that the high blood glucose levels. Customer also stated that the cracks on battery compartment, the reservoir window and screen. Troubleshooting was done. The product was returned for analysis.